Event description:
It was reported that pixels are missing on the lower display of the epg (external pulse generator), and the black connectors are also missing. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was missing pixels. It was also noted that the output connectors were missing, the upper and lower cases were broken, the ring side bail covers, ring and side bails were missing, three case screws were missing, the battery contacts were compressed, the battery drawer was broken, the keyboard was scratched and the encoder flex and heart lead flex were being replaced as a preventative due to customer damage. (B)(4).